Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. The customer-provided image showed the device; however, no image of the broken eyelet was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th december 2025, it was reported by a distributor via email that for an ar-8978p, dx swivelock® sl, with forked eyelet, 3.5x8.5mm, the swivelock fork tip was broken during insertion. This was detected during use in a cmc arthritis procedure on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used. Ar-8978ds-01 and ar-1678-03 were used for hole preparation. Bone density test was not performed. No fragment was left inside the patient. The fork tip fragment was dropped on the floor but could not be found after surgery so the returned implant will not have the tip on the swivelock.